Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the keypad cover was found to be intact; no damage was observed. The complaint of the under-responsive ok button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.